Event description:
Customer states they are getting unexpected negative reactions at the weak d phase with immucor anti-d, series 4, lot #504680 when testing 2 previously typed weak d positive donors. Testing previously performed with immucor anti-d, lot #6c561, on 10/13/06 and 11/08/06 demonstrated reactivity at the weak d phase. Testing performed with gammaclone anti-d, lot #dmb61-5, demonstrated 2+ reactivity at the weak d phase.

Manufacturer narrative:
Product was returned for investigation testing. No discoloration and turbidity were observed. No clots, agglutinates, particulates or leaking were observed. Testing was performed with returned and retention anti-d (monoclonal blend) series 4, lot 504680; retention anti-d, lot 6c561 and retention anti-d (monoclonal blend), lot dmb61-5 using red cells of various rh phenotypes, including weak d cells. All products performed as expected. Customer did not send samples for investigation testing.